Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when attempting to push an image to electronic picture archiving and communication systems (pacs), the site received an error that stated, ¿an error has occurred that may have damaged the system¿s database.¿ the site rebooted the system, but the error message persisted. This issue had no clinical impact as it was discovered outside of a case with no patient present. A trained site biomed reported that after restarting the system multiple times the error message went away. The same biomed observed cases the following day and did not see the error message the entire day. Resolution was obtained as the biomed stated the system functioned as intended.